Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for post lumbar laminectomy syndrome. The patient reported that they had a ¿software error¿ screen on their controller while charging the implantable neurostimulator (ins). The patient also believes that they get shorter recharge intervals with their current implant versus their old ins. They indicated that charging often takes longer than 1 hour, despite reported excellent coupling. No contributing factors were reported. It was noted that the patient removed and replaced the battery in the controller, which resolved the ¿software error¿ screen. The issue was reported to be resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they did not record the 4 lines of information displayed with the ¿software error¿ message. The patient stated that they spoke with the rep and went over the correct charging procedures. They added that after resetting the device (turning it off/on), it charged faster. The patient noted that the issue of getting shorter recharging intervals and charging taking longer than 1 hour has been resolved. No further complications were reported or anticipated.